Event description:
Left knee conformis idup medical and patellofemoral/ left knee replacement [total knee replacement]. Left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts [knee pain]. Did not help her with pain relief [device ineffective]. Fluid in knee [fluid retention]. When I walk hurts like something is stuck/ cannot walk without ace compression [difficulty in walking]. Tripped and fell on the cement [fall]. Got lock a few times [joint lock]. Swelling in knee [knee swelling]. Left knee effusion [effusion (l) knee]. Stiffness [joint stiffness]. Case narrative: initial information received on 25-jul-2018 from united states regarding an unsolicited valid serious case received from other health professional. This case is cross referenced with case (B)(4). This case involves a (B)(6) years old female patient (160 cm and (B)(6) kg) who experienced left knee conformis idup medical and patellofemoral/ left knee replacement, left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts, did not help her with pain relief, fluid in knee, when I walk hurts like something is stuck/ cannot walk without ace compression, tripped and fell on the cement, got lock a few times, swelling in knee, left knee effusion and stiffness, after receiving treatment with hylan g-f 20, sodium hyaluronate (synvisc-one). The patient's past medical history included vitamin d deficiency from (B)(6) 2013, restless legs syndrome from (B)(6) 2012 to (B)(6) 2014, migraine from (B)(6) 2014, cardiac failure congestive, anaemia, cholecystectomy, implantable defibrillator insertion, female sterilisation, food allergy and catheterisation cardiac in (B)(6) 2014 with again in 2016. The patient's past vaccination(s) included dtp from (B)(6) 1970, measles on (B)(6) 1972, dtp from (B)(6) 1970, opv from (B)(6) 1970 to (B)(6) 1975, rubella on (B)(6) 1972 and influenza on (B)(6) 2014. The patient's family history included asthma with sister, son, neoplasm malignant with father, cardiomyopathy with maternal aunt, sister, coronary artery disease with maternal uncle, mother, diabetes mellitus with brother, mother, cardiac disorder with brother, mother, sister, hypertension with sister, osteoarthritis with sister and thyroid disorder with sister. The patient's past medical treatment(s) was not provided. At the time of the event, the patient had ongoing gastrooesophageal reflux disease, non-cardiac chest pain, fibromyalgia on (B)(6) 2012, bursitis on (B)(6) 2012, arthralgia on (B)(6) 2013, fibroma on (B)(6) 2013, osteoarthritis on (B)(6) 2013, osteoarthritis on (B)(6) 2013, overweight on (B)(6) 2014, cardiomyopathy on (B)(6) 2014 and anxiety. Concomitant medications included acetylsalicylic acid (ecotrin); carvedilol (coreg); cyclobenzaprine hydrochloride (flexeril [cyclobenzaprine hydrochloride]); furosemide (lasix m); duloxetine hydrochloride (cymbalta); potassium chloride (klor-con); lisinopril dihydrate (prinivil); lisinopril (zestril); mupirocin (bactroban [mupirocin]); ondansetron (zofran [ondansetron]); vitamin d nos (vitamin d nos); alprazolam (xanax); promethazine (phenergan [promethazine]); rivaroxaban (xarelto); acetaminophen;hydrocodone (acetaminophen;hydrocodone); thiamine (thiamine); valsartan (diovan); and atorvastatin calcium (lipitor). On (B)(6) 2016, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (synvisc-one) in left knee at dosage of 6ml 1x (lot - unknown) for osteoarthritis. A comprehensive review of patients systems was done on (B)(6) 2016 prior to injection administration and the patients overall health status was healthy. The pain was tender to palpation along the medial line of left knee joint and mild left knee crepitus was found. The patient was prepped aseptically with povidone-iodine swabsticks. A diagnostic and therapeutic injection of 6cc synvisc-one was given under sterile technique using 22gx1.5 needle from superolateral aspect of left knee joint in supine position. Patient was instructed to apply ice to the joint for 20 mins and avoid strenuous activities for 24-36 hours post injection. On an unknown date in (B)(6) 2017, patient developed left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts (latency: few months); did not help her with pain relief (latency: few months) and swelling in knee (latency: few months). The patient reported that swelling in her knee wont go away. She stated that she has had synvisc-one in the past without improvement. On (B)(6) 2017, patient reported to the clinic stating that her pain was 8/10 and is ready to discuss surgery. Further, knee x-ray of the patient was conducted which revealed fibrous cortical defect on left femoral shaft and the right knee was found to be stable. On (B)(6) 2017, patient reported to the clinic to complete her pre-operative paperwork as she was scheduled for left knee conformis idup medical and patellofemoral/ left knee replacement on (B)(6) 2017. Risk, indications and benefits of the surgical procedure were discussed with the patient in detail and surgical consent was taken. The patient complained of pain in right knee and requested a steroid injection. The patient was prepped aseptically with povidone-iodine swabsticks and 2:3cc of kenalog/marcaine was given under sterile conditions in her right knee. On (B)(6) 2017, patient underwent left knee conformis idup medical and patellofemoral/ left knee replacement (latency: 4 months 23 days) and left knee effusion (latency: 4 months 23 days). The total knee replacement was performed both medial and lateral compartment, alongside arthroscopy, debridement of articular cartilage, arthroscopy and synovectomy for left knee joint. Post operation, patient denied vomiting, chills. The patient stated that she was using a cane for ambulation and was taking percocet for pain. On (B)(6) 2017, post-operative changes relating to left knee arthroscopy procedure were noted. The osseous structures demonstrated no evidence of superimposed recent fracture, lytic destructive process or any other detrimental changes. Further, the sutures were removed, and patient was kept on physical therapy as per protocol. On (B)(6) 2017, patient reported that she developed stiffness (latency: 6 months 1 day) and was only taking tylenol for pain. On (B)(6) 2017, patient recovered from left knee effusion. On (B)(6) 2017, patient developed fluid in knee (latency: 9 months 9 days). Swelling was noted at the pretibial region of the left knee. Patient stated that she has fluid in her knee again and it really hurts. On (B)(6) 2017, patient experienced when I walk hurts like something is stuck/ cannot walk without ace compression (latency: 9 months 24 days) and got lock a few times (latency: 9 months 24 days). She stated that her knee cap hurts and she can feel something moving. The patient further stated that she felt something got lock a few times but she is able to walk and just needs to get her muscles a little strong so she can be back on track. On an unknown date in (B)(6) 2017, patient reported that she tripped and fell on the cement (latency: few months). She stated that she has been doing hot and cold therapy and is wearing a compression sleeve for the pain and stated that she cannot walk without the compression sleeve. Corrective treatment: tylenol, percocet, physical therapy, hot and cold therapy and cane for left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts; ice and elevating knee for swelling in knee; compression sleeve, physical therapy and hot and cold therapy for when I walk hurts like something is stuck/ cannot walk without ace compression; not reported for rest of the events. Seriousness criterion: medically significant for left knee conformis idup medical and patellofemoral/ left knee replacement; disability for left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts. Outcome: recovered for left knee effusion; not recovered for rest of the events. A product technical complained was initiated and the ptc results are pending for the same.

Event description:
Left knee conformis idup medical and patellofemoral/ left knee replacement [total knee replacement]. Left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts [knee pain]. Fluid in knee [fluid retention]. When I walk hurts like something is stuck/ cannot walk without ace compression [difficulty in walking]. Tripped and fell on the cement [fall]. Got lock a few times [joint lock]. Swelling in knee [knee swelling]. Left knee effusion [effusion (l) knee]. Stiffness [joint stiffness]. Did not help her with pain relief [device ineffective]. Case narrative: initial information received on 25-jul-2018 from united states regarding an unsolicited valid serious case received from other health professional. This case is cross referenced with cases (B)(4) (multiple devices). This case involves a 45 years old female patient (160 cm and 84.4 kg) who experienced left knee conformis idup medical and patellofemoral/ left knee replacement, left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts, did not help her with pain relief, fluid in knee, when I walk hurts like something is stuck/ cannot walk without ace compression, tripped and fell on the cement, got lock a few times, swelling in knee, left knee effusion and stiffness, after receiving treatment with hylan g-f 20, sodium hyaluronate (synvisc-one). The patient's past medical history included vitamin d deficiency from on (B)(6) 2013, restless legs syndrome from on (B)(6) 2012 to on (B)(6) 2014, migraine from on (B)(6) 2014, cardiac failure congestive, anaemia, cholecystectomy, implantable defibrillator insertion, female sterilisation, food allergy and catheterisation cardiac on (B)(6) 2014 with again in 2016. The patient's past vaccination(s) included dtp from on (B)(6) 1970, measles on (B)(6) 1972, dtp from on (B)(6) 1970, opv from on (B)(6) 1970 to on (B)(6) 1975, rubella on (B)(6) 1972 and influenza on (B)(6) 2014. The patient's family history included asthma with sister, son, neoplasm malignant with father, cardiomyopathy with maternal aunt, sister, coronary artery disease with maternal uncle, mother, diabetes mellitus with brother, mother, cardiac disorder with brother, mother, sister, hypertension with sister, osteoarthritis with sister and thyroid disorder with sister. The patient's past medical treatment(s) was not provided. At the time of the event, the patient had ongoing gastrooesophageal reflux disease, non-cardiac chest pain, fibromyalgia on (B)(6) 2012, bursitis on (B)(6) 2012, arthralgia on (B)(6) 2013, fibroma on (B)(6) 2013, osteoarthritis on (B)(6) 2013, osteoarthritis on (B)(6) 2013, overweight on (B)(6) 2014, cardiomyopathy on (B)(6) 2014 and anxiety. Concomitant medications included acetylsalicylic acid (ecotrin); carvedilol (coreg); cyclobenzaprine hydrochloride (flexeril [cyclobenzaprine hydrochloride]); furosemide (lasix m); duloxetine hydrochloride (cymbalta); potassium chloride (klor-con); lisinopril dihydrate (prinivil); lisinopril (zestril); mupirocin (bactroban [mupirocin]); ondansetron (zofran [ondansetron]); vitamin d nos (vitamin d nos); alprazolam (xanax); promethazine (phenergan [promethazine]); rivaroxaban (xarelto); acetaminophen;hydrocodone (acetaminophen; hydrocodone); thiamine (thiamine); valsartan (diovan); and atorvastatin calcium (lipitor). On (B)(6) 2016, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (synvisc-one) in left knee at dosage of 6ml 1x (lot - unknown) for osteoarthritis. A comprehensive review of patients systems was done on (B)(6) 2016 prior to injection administration and the patients overall health status was healthy. The pain was tender to palpation along the medial line of left knee joint and mild left knee crepitus was found. The patient was prepped aseptically with povidone-iodine swabsticks. A diagnostic and therapeutic injection of 6cc synvisc-one was given under sterile technique using 22gx1.5 needle from superolateral aspect of left knee joint in supine position. Patient was instructed to apply ice to the joint for 20 mins and avoid strenuous activities for 24-36 hours post injection. On an unknown date on (B)(6) 2017, patient developed left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts (arthralgia, latency: few months); did not help her with pain relief (device ineffective, latency: few months) and swelling in knee (joint swelling, latency: few months). The patient reported that swelling in her knee wont go away. She stated that she has had synvisc-one in the past without improvement. On (B)(6)2017, patient reported to the clinic stating that her pain was 8/10 and is ready to discuss surgery. Further, knee x-ray of the patient was conducted which revealed fibrous cortical defect on left femoral shaft and the right knee was found to be stable. On (B)(6) 2017, patient reported to the clinic to complete her pre-operative paperwork as she was scheduled for left knee conformis idup medical and patellofemoral/ left knee replacement on (B)(6) 2017. Risk, indications and benefits of the surgical procedure were discussed with the patient in detail and surgical consent was taken. The patient complained of pain in right knee and requested a steroid injection. The patient was prepped aseptically with povidone-iodine swabsticks and 2:3cc of kenalog/marcaine was given under sterile conditions in her right knee. On (B)(6) 2017, patient underwent left knee conformis idup medical and patellofemoral/ left knee replacement (knee arthroplasty, latency: 4 months 23 days) and left knee effusion (joint effusion, latency: 4 months 23 days). The total knee replacement was performed both medial and lateral compartment, alongside arthroscopy, debridement of articular cartilage, arthroscopy and synovectomy for left knee joint. Post operation, patient denied vomiting, chills. The patient stated that she was using a cane for ambulation and was taking percocet for pain. On (B)(6) 2017, post-operative changes relating to left knee arthroscopy procedure were noted. The osseous structures demonstrated no evidence of superimposed recent fracture, lytic destructive process or any other detrimental changes. Further, the sutures were removed, and patient was kept on physical therapy as per protocol. On (B)(6) 2017, patient reported that she developed stiffness (joint stiffness, latency: 6 months 1 day) and was only taking tylenol for pain. On (B)(6) 2017, patient recovered from left knee effusion. On (B)(6) 2017, patient developed fluid in knee (fluid retention, latency: 9 months 9 days). Swelling was noted at the pretibial region of the left knee. Patient stated that she has fluid in her knee again and it really hurts. On (B)(6) 2017, patient experienced when I walk hurts like something is stuck/ cannot walk without ace compression (gait disturbance, latency: 9 months 24 days) and got lock a few times (joint lock, latency: 9 months 24 days). She stated that her knee cap hurts and she can feel something moving. The patient further stated that she felt something got lock a few times but she is able to walk and just needs to get her muscles a little strong so she can be back on track. On an unknown date on (B)(6) 2017, patient reported that she tripped and fell on the cement (fall, latency: few months). She stated that she has been doing hot and cold therapy and is wearing a compression sleeve for the pain and stated that she cannot walk without the compression sleeve. Action taken: not applicable for all events. Corrective treatment: tylenol, percocet, physical therapy, hot and cold therapy and cane for left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts; ice and elevating knee for swelling in knee; compression sleeve, physical therapy and hot and cold therapy for when I walk hurts like something is stuck/ cannot walk without ace compression; not reported for rest of the events outcome: recovered for left knee effusion; not recovered for rest of the events a product technical complaint (ptc) was initiated on 25-jul-2018 for synvisc one, batch number: unknown with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on 01-jun-2021. Seriousness criterion: medically significant for left knee conformis idup medical and patellofemoral/ left knee replacement; disability for left knee pain/ right medial compartment of right knee hurts/ acute pain of right knee/knee cap hurts. Follow up information received on 25-jul-2018 from other healthcare professional. Ptc number added. Additional information was received on 01-jun-2021 from an other health care professional. Ptc results were added.